Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient first ins was not functioning and they were not getting symptom relief for their bladder. They stated that they thought it worked for a while and thought it stopped. The patient indicated that they sensation was not in the vaginal area as the pulses were more in the butt cheek. In addition, they thought they were told that the ins had shifted. The patient stated that they tried working with it and became emotional and a ¿wreck over it¿. Both the ins and lead were replaced. There were no further complications reported or anticipated.